Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 27fr trifusion t/l catheter was returned for evaluation. Visual, microscopic visual evaluations were performed on the returned device. The distal end of the sheath appeared to be fractured as the end appeared to be missing material pieces. The edges of the distal tip appeared to be uneven as it appeared as an upside down v. Therefore, the investigation is confirmed for device dislodged or dislocated and identified fracture and material separation. However, it is inconclusive for the reported migration issue as supporting evidence for the reported migration is not available. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, e1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a catheter placement procedure using the hickman trifusion central venous catheter. During the procedure, the plastic piece that covers the connection point between the tunneler and the catheter reportedly slid off the tunneler and traveled down the catheter beneath the patient¿s skin, resulting in a foreign body left inside the patient. It was further reported that the patient experienced discomfort with the tunneled line, and a foreign body was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a catheter placement procedure using the hickman trifusion central venous catheter. During the procedure, the plastic piece covering the connection point between the tunneler and the catheter reportedly slid off the tunneler and traveled down the catheter beneath the patient¿s skin, resulting in a foreign body left inside the patient. It was further reported that the patient experienced discomfort with the tunneled line. The current patient status is unknown.